Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery (sfa). A 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced for post dilatation. However, on the first inflation at 13 atmospheres for 20 seconds, the balloon ruptured. The device was then completely removed from the patient and the procedure was completed with a 5.0x20mm coyote nc mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).